Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the captivator snare failed to transmit current and would not activate cautery. There was no indication that cautery was working since no blanching was observed. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed with another captivator medium oval snare. There were no patient complications as a result of this event, and the patient was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the captivator snare failed to transmit current and would not activate cautery. There was no indication that cautery was working since no blanching was observed. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed with another captivator medium oval snare. There were no patient complications as a result of this event, and the patient was reported to be fine following the procedure.

Manufacturer narrative:
A visual evaluation of the returned device found no issues. Electrical testing of the device found that the device met resistance specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event: snare failed to transmit current. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.